Event description:
It was reported that the pt underwent an x-stop procedure. Reportedly, the pt's symptoms did not improve. Radiographic views, intra and post operatively, as well as at the time of the reported event, confirmed "correct x-stop placement." Approx eleven months post procedure, the x-stop was removed and a laminectomy was performed. No add'l info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company rep.